Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#: 1627487-2014-23206, 23207. The pt reported she is unable to establish communication between her ipg and external devices. The pt also reported her pt programmer displayed a communication error. Additionally, the pt reported she has not used her scs system in approx 2 months due to ineffective stimulation. The sjm rep will consult with the pt as the next course of action.